Event description:
It was reported that the patient ams ambicor penile prosthesis (app) removed and replaced with a new app due to unspecified reason. Additional information received stated that one cylinder did not deflate. The patient is recovering from the surgery.